Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported the customer was hospitalized on (B)(6) 2014 and (B)(6) 2014. The customer's blood glucose at the time of admission on (B)(6) 2014 was 546 mg/dl. The customer's mother reported that her daughter had diabetes ketoacidosis. The mother also reported that her daughter had been sick for a few days prior to the hospitalization. The customer's blood glucose was 234 mg/dl at the time of the call. Troubleshooting for the insulin pump found insulin was able to exit from the tubing and there was no leaks present. The mother stated she would call back to run a high pressure test on the insulin pump. No additional information provided.